Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving saline via an implantable infusion pump. On (B)(6) 2016, it was reported that the patient was not taking her oral meds as she was pregnant. Patient reports being in pain without the pump meds or the oral meds but she didn't want her baby exposed to the meds while she was pregnant. Caller states the pump was alarming or beeping and her pump is due for replacement. Con states pump is making a single toned beep and believes the pump is near expected elective replacement indicator (eri). Patient¿s pump was filled with saline in (B)(6) 2016 and therapy was suspended at this time. Patient is experienced pain as the therapy was stopped due to her pregnancy. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time. Additional information was received from a consumer (con) on (B)(6) 2016. The patient reports that no steps were taken to resolve the pump alarm and that the alarm is still going off and the patient is in a lot of pain. Nothing had been done to get the patient in to see a doctor. The patient stated that they have walked into the office and said that they need a refill, but still nothing has been done. Patient asked to be contacted as they need help. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2016. It was reported that the patient had contacted the manufacturer a couple of times asking for assistance in locating a new physician to fill her pump. The patient was dismissed by her old physician due to electing to not take her oral medications due to her pregnancy. The pump is currently filled with saline. It is expected that the pump battery will reach end of service in (B)(6) 2016 and the pump is alarming. The patient has already been provided with physician listings but has been unsuccessful in finding a new physician. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient's pump was overdue for replacement. The patient had medical insurance, but did not have a physician to remove the pump. The patient's pump was alarming for eos. No further complications were reported.